Event description:
Removal of endosseous dental implant. Five implants were placed in class 2 bone during a routine procedure on 12/9/96. The implant in site # 30 was removed 4 days post-op due to swelling. The clinician reports that the failure may be due to proximity to an infected adjacent tooth. He also reports that this is the second implant to fail in this site (the previous failed implant was not an iti implant).

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.